Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient experienced difficulty charging and had to charged the ipg more frequent. It was also noted that patient experienced loss of stimulation. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.